Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says when charging the implant (ins) they get a "replace controller battery screen" and started happening yesterday. Pt says the recharger (rtm) gets warm. Controller port looks "gold and a little black, maybe a little corroded". The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information received from the patient. Pt called back and says that the new controller didn't fix the issue. A new recharger was requested. Additional information received from the patient. Pt called back from number registered reporting they had still been unable to charge their neurostimulator battery (ins) after receiving replacement ptm <(>&<)> rtm. Pss had pt reset ptm while collecting device model/serial numbers. Pt provided battery levels after reinserting bp : ptm 100%; ins 40%. Pss requested caller to initiate an ins recharge session. After pressing recharge on 'no device found' screen, pt described seeing passive recharge w/ middle numbers ranging between 52-53 w/ battery recharge indicator light was flashing green. Pss had pt reposition antenna to try to get numbers higher; however, light changed to yellow and pss could hear device alerting pt that connection had been lost. Pt said they would continue to try positioning antenna to get an excellent recharge quality. Pt also stated they would reach out to their mdt rep to have them assist with testing equipment.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.